Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received one leveen needle electrode with residue present on the device indicating use/ handling. A physical examination of the electrode found the array to be retracted. A functional evaluation of the electrode was performed by extending and retracting the array with slight resistance noted. Although the device presented slight resistance during extension/retraction, the array was fully functional. The tines were evenly spaced and un-deformed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-07348. It was reported that difficulty extending the needle occurred. The patient was undergoing a radiofrequency ablation procedure in the liver. During preparation, severe resistance was encountered when operating the handle to move the needle of the 2.0/17/15 leveen superslim electrode. The physician decided not to use this device. A second 2.0/17/15 leveen superslim electrode was selected and the same issue occurred; however, while in use during the procedure. The procedure was completed with the second device. There were no patient complications reported and the patient status is listed as good.

Event description:
Same case as: 2134265-2014-07348. It was reported that difficulty extending the needle occurred. The patient was undergoing a radiofrequency ablation procedure in the liver. During preparation, severe resistance was encountered when operating the handle to move the needle of the 2.0/17/15 leveen superslim electrode. The physician decided not to use this device. A second 2.0/17/15 leveen superslim electrode was selected and the same issue occurred; however, while in use during the procedure. The procedure was completed with the second device. There were no patient complications reported and the patient status is listed as good.